Event description:
8fr cortrak placed (B)(6) 2026 for nutritional support. Days prior to the patient had experienced abdominal pain accompanied by nausea and vomiting that had resolved. On the evening of (B)(6) 2026, the patient experienced nausea with abdominal pain after the feeding tube was flushed. Abdominal x-ray obtained which showed the cortrak tube had separated into two pieces. The proximal portion of the tube was removed the following morning. Serial x-rays over the next two days showed the remaining distal portion tube fragment did not move from its position in the duodenum. Following consultation with gi and peds surgery patient underwent an endoscopy on (B)(6) 2026 to remove the remaining portion of the tube. Unable to determine lot number of the tube removed. There were two lot numbers of 8fr. Cortrak stocked lot# 30345384, expiration: 14-0ct-2029; and lot# 30359142, expiration 10-mar-2030. Avanos rep contacted regarding event (B)(6) 2026. Ultimately, the tube was not replaced as the patient was able to meet nutrition and hydration needs orally.